Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. All buttons function properly. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, failed battery alert on (B)(6) 2021 10:53:34.000 and power loss alarm on (B)(6) 2021 10:39:01.000 were found in the history files. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on (B)(6) 2021 10:42:21.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay and pillowing keypad overlay. Blank display was not observed during analysis and passed all required testing. Blank display was not confirmed. Stuck button error alarm did not occur during testing, however, a stuck button alarm was found in the history file. Unexpected battery power loss was confirmed, problem isolated to pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly and screen was blank. Customer stated they received stuck button error alarm. Customer stated there was no buttons responding and beeping continuously. Customer stated they did not press a button down for 3 minutes or longer. Customer sated the insulin pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.